Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer.no devices were received; therefore the condition of the components is unknown. Product had a potential field life of two years and four months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. An investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the trial fractured when attempting an initial trial reduction moving in to flexion due to under resected tibia. There was a reported one minute delay in the procedure and surgery was completed using another device.